Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During the follow-up for another (unrelated) complaint event, a user facility nurse manager (nm) reported there was an unspecified issue with a dialyzer at the end of a patient¿s hemodialysis (hd) treatment. The unspecified issue was noticed after returning the patient¿s blood. The nm stated there were no issues during or after the treatment. Additional details were provided in a second follow-up with the nm. After the patient's blood was returned, they noticed that blood was on the dialyzer. This had not been noticed while the treatment was occurring. The blood leak was reported to be external; the nm stated the leak went onto the floor. The machine did not alarm. A blood test strip was used, and it tested negative. Blood loss due to the event was reportedly minimal. The nm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete their treatment. The sample was not available to be sent back for manufacturer evaluation. However, a photo of the dialyzer connected to an hd machine was provided for review.

Event description:
During the follow-up for another (unrelated) complaint event, a user facility nurse manager (nm) reported there was an unspecified issue with a dialyzer at the end of a patient¿s hemodialysis (hd) treatment. The unspecified issue was noticed after returning the patient¿s blood. The nm stated there were no issues during or after the treatment. Additional details were provided in a second follow-up with the nm. After the patient's blood was returned, they noticed that blood was on the dialyzer. This had not been noticed while the treatment was occurring. The blood leak was reported to be external; the nm stated the leak went onto the floor. The machine did not alarm. A blood test strip was used, and it tested negative. Blood loss due to the event was reportedly minimal. The nm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete their treatment. The sample was not available to be sent back for manufacturer evaluation. However, a photo of the dialyzer connected to an hd machine was provided for review.

Manufacturer narrative:
Plant investigation: the complaint device was not returned for manufacturer evaluation. However, a photograph of the dialyzer connected to a hemodialysis machine was provided. In the photo, the fibers appear wet, with no blood within. This aligns with the report that the leak was not noticed until after the patient¿s blood was returned. Blood appears to have streamed down from beneath the upper header cap onto the bottom header cap. There is no damage or irregularities visually apparent on the dialyzer that may have contributed to or caused the leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dns) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The provided photograph indicates that an external header leak occurred; however, the cause of the leak cannot be determined based on the photo alone. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.